Manufacturer narrative:
The philips remote service engineer (rse) talked to the customer biomed which confirmed that since the site experienced power outage and after power was restored, alarms were only audible from cicu bedside monitors but not pic ix computer. The rse connected remotely to the pic ix and checked the system configuration. He found the default setting was set to acer display and not to the external speaker. The rse disabled the sound from acer display and set the external speaker as default. He confirmed the alarm tones were audible form external speaker after the configuration change. Based on the information available and the testing conducted, the cause of the reported problem was due to configuration/setting. The reported problem was confirmed. The device was fully operational and the reported problem solved after the configuration was changed.

Event description:
It was reported the patient information center ix alarm tones are not audible from the external speaker. The device was in use on a patient. There was no report of patient or user harm.